Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# va087sq, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that this implantable neurostimulator (ins) was dropped and never worked to help fecal incontinence. There was no therapy effect to help with fecal incontinence. The system was removed in 2013. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The patient medical diagnoses were noted as: fecal incontinence gastrointestinal/ pelvic floor.